Event description:
The customer contacted baxter's technical service center to report an issue of a leak on a home choice (hc) disposable during use dwell 1. The home patient (hp) stated the patient line was leaking. The baxter technical representative (tsr) assisted the hp in ending therapy. The hp will notify the peritoneal dialysis registered nurse (pd rn) and restart with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance spoke with the registered nurse (rn) regarding the leak issue. The nurse clarified that it was the patient extension line that was leaking during fill 1. The nurse stated that the home patient (hp) had drained during the initial drain without any issues and as soon as the cycle went to fill 1, the hp noticed the line was leaking. The hp is continuing therapy without any issue after starting over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was a manufacturing issue. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed in the lab for a leak. Baxter received one actual used sample with frangible, drain bag and extension set. The set was visually inspected; no manufacturing abnormalities were noted during visual inspection. And tested underwater at 8 psi with no leak noted on the homechoice and drain bag. The extension set contained a leak at the seal from the tubing to the patient line and had a damaged patient line adapter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if any additional information is received.